Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time. Troubleshooting was unable to provide resolution. As a result, the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
New information received states that the device was explanted as a result to resolve the issue. The leads remain implanted.

Event description:
New information received states there were no complications during the procedure.